Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart battery (m3538a) battery failed calibration and prompted a defective battery inop message on the device. There was no reported pt involvement.